Event description:
Impossible to retract the cannula. The report received indicated that the outback catheter was advanced to the lesion without any difficulty, once at the lesion the cannula was actuated smoothly, the cannula was actuated several times inside the patient and it worked well. However, at the end the physician encountered problems retrieving the cannula. The device was easily removed, as the system was loosen, the physician had the opportunity to retrieve the cannula (half), turn the outback to a safe position, and retrieve the entire system without problem. The procedure was completed successfully and there was no report of injury to the patient. Further information indicated that there were no other difficulties encountered during the procedure; in reference to the pre-op inspection, the physician could not remember if the cannula had been actuated before using it inside the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.